Event description:
It was reported that the cannula was detached from infusion set's self-adhesive plaster, which led to hyperglycemia.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3: the product was discarded and is not available for return.